Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac monitor recorded an event of ventricular undersensing that was erroneously called pause. No intervention was performed. The patient was in stable condition and would continue to be monitored.